Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise and a single out of range lead impedance in stored electrograms. The low lead impedance could not be reproduced with pocket manipulation or isometrics, but impedance had been slowly trending down since implant from 280 ohms to 200 ohms. The programmed mode was changed to vvi and the patient would be monitored.